Event description:
It was reported that the patient's right ventricular lead exhibited high capture threshold. The physician decided to re-implant the lead. During the re-implantation procedure, it was discovered that the tip of the lead was destroyed. A new lead was used instead. After the new lead was fixed into the right ventricle, there was no low-voltage output when the pacemaker was connected with the lead. The physician stated that the pacemaker was not put into the pocket. A new pacemaker was used. When, the new pacemaker was connected, the low-voltage output was found. The patient was stable. Manufacturer reference number: 2017865-2019-08021.

Manufacturer narrative:
The reported event of output anomalies was not confirmed. Device was received in normal working condition, with battery voltage at near beginning-of-life level. Electrical and mechanical tests indicated normal device functionality. Output verification tests were performed with normal results. There were no device anomalies found that would have contributed to the output issues reported from the field. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.